Event description:
The manufacturer received information alleging a ventilator was alarming for a pressure sensor mismatch. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleged a ventilator inoperative condition occurred. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on date 01/03/2023 for further evaluation. The device was evaluated on date 05/24/2023. There was no mention of visual findings to the external part of the device. Upon external/internal examination, product investigation lab (pil) is unable to confirm the alleged failure of the trilogy evo system pca. Visual inspection found no defects. Pil reviewed the original device error log and no e-156 errors. Pil installed the suspect component into the pil trilogy evo test bed, ran the device no unexpected errors were generated. Pil concludes the component operates properly. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there was no evidence of failure of the trilogy evo system pca. Section h10 corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to mechanical ventilator devices. The manufacturer received information alleged a ventilator was alarming for a pressure sensor mismatch. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was 1 error found. The manufacturer concludes that they could confirm the customer's allegation and there was e code 384 pressure sensor mismatch that was replaced along with other parts due to contamination and unit passed final test. Section h6 was updated in this report.